Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. Functional testing and drop test could not be performed due to the perpetual rebooting. Data download could not be performed because the receiver would not boot up. The receiver case was opened to download data log directly from the ui pcba board. There were no errors found related to the complaint. A speaker resistance test was performed and did not confirm the reported event of no audio output. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.